Event description:
Complainant reported a balloon burst/leak/hole of a 16 fr magna-port gastrostomy tube. There was no report of serious injury or illness associated with this complaint.

Manufacturer narrative:
The lab evaluation indicated that the complaint of a balloon rupture of the gastrostomy tube was confirmed. Ross standard procedure includes attempting to obtain all required information from the source. In this case the reporter did not provide the required information.